Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc had "broken at the tip, where the needle screws on." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates a crack is observed at the 3mm luer lock level.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc had "broken at the tip, where the needle screws on." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.